Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). The device was returned for analysis. The stent damage was able to be confirmed. The failure to advance and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a concentric lesion with mild tortuosity, heavy calcification and 99% stenosis in the mid left anterior descending artery. After pre-dilatation with an unspecified balloon catheter, a 2.5x23 mm xience alpine stent delivery system (sds) was advanced toward the target lesion but could not cross due to patient anatomy. Multiple unsuccessful attempts were made to cross the target lesion. Resistance with patient anatomy was noted during withdrawal. Upon removal, the stent was found to be flared. A non-abbott stent was implanted and the procedure was successfully completed. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.